Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not "disconnected from the tube" when the mynx was removed from the patient. There was no reported patient injury. The user was trained to the device. The device was stored per labeling. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not "disconnected from the tube" when the mynx was removed from the patient. There was no reported patient injury. The user was trained to the device. The device was stored per labeling. The product was not returned for analysis. A product history record (phr) review of lot f2218103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.